Event description:
It was reported that an ilet user intentionally, stopped announcing meals after reading a social media discussion, after which they experienced postprandial hyperglycemia followed. By hypoglycemia, the user received troubleshooting and education, on the importance of meal announcements and plans a factory reset. Symptoms included hypoglycemia and hyperglycemia ranging from of 39 mg/dl to 363 mg/dl. Outcomes included transient hyperglycemia and hypoglycemia, without hospitalization or alarms. Investigation included a customer care assessment, user education regarding correct use, and guidance to perform a factory reset. Investigation of this case revealed that the event was associated with user-operated settings and use error related to missed meal, announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error in operating the, device without meal announcements.